Manufacturer narrative:
Medical products cont: 0181 boston scientific lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on electrogram and during episodes. The lead remains in use. No patient complications have been reported as a result of this event.